Event description:
This lead was implanted on (B)(6) 1990 and was capped on (B)(6) 2012 due to infection. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).